Event description:
Caller alleging receiving discrepant high inratio value. (B)(6) 2014 inratio >7.5 two hours late on physician inratio meter inr 3.6. Patient's therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.